Event description:
Report received of an independent concentration change. The event reportedly happened "months to years ago." The customer could not recall any event details or specify whether this resulted in an over-delivery or an under-delivery. The customer reported that there were no adverse patient effects as a result of the independent concentration change. Though requested, no further information was received.